Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device, balloon catheter 2af283 with lot number 49045-45, and data files were returned and analyzed. Data files confirmed system notice 50005, the safety system detected fluid in the catheter and stopped the injection, occurred several times for the date of the procedure. Visual inspection of the catheter showed blood inside the balloons. Smart chip verification indicated the catheter was not used. Dissection and pressure testing showed a guide wire lumen twist and breach at 3.58 centimeters proximal from the tip. In conclusion, the reported issue of a system notice being received indicating that the safety system detected fluid in the catheter and stopped the injection has been confirmed through testing. The catheter failed the return product inspection due to a guide wire lumen kink, twist and breach. (B)(4).

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The procedure was able to be completed with cryo. The device subsequently tested out of specification upon manufacturer's analysis. No patient complications have been reported as a result of this event.